Event description:
It was reported that during a transfer, the guest slipped and fell on their left shoulder. The customer explicitly refused to provide any further details regarding the incident. The device evaluation showed no malfunction.

Manufacturer narrative:
It was reported that during a transfer using maxi twin lift, the guest slipped from the sling on the left shoulder side to the floor. No injury occurred. The customer explicitly refused to provide any further details regarding the incident. The maxi twin lift and sling evaluation showed no malfunction. Both devices were in good condition, without any component failures. Based on product knowledge and previous complaints, several key factors that may contribute to such an event were identified: use of a sling that is significantly incorrect in size (e.g. Several sizes too large or too small). Incorrect application of the sling (e.g. Sling used upside down or an inappropriate type of sling selected). Sling clips becoming detached or not properly secured to the lift device. There is no direct indication of how the incident occurred; therefore, we cannot confirm whether any of the above factors were involved. The maxi twin instructions for use (04.kt.04_11) include step-by-step guidance for performing transfers in accordance with recommended procedures. ' due to the limited information provided in the complaint, it is not possible to determine the root cause of the reported issue. In summary, the arjo lift was used during a patient transfer when the incident occurred and from that perspective it played a role in the event. No malfunction was found during the arjo device evaluation. The complaint was deemed reportable due to the person slipping out of sling. No UDI information is available, the device was manufactured before UDI implementation.